Manufacturer narrative:
The device was in use for treatment. The lead was extracted and was not returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this ventricular lead fractured and was extracted on (B)(6) 2015. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 8 years, 3 months.